Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a series of cartridge leaks from the back of the cartridge stopper into the ilet, affecting three or four cartridges in a row. The patient noted that the issue may have been related to carrying the ilet in his pocket, although all troubleshooting steps were completed correctly. Blood glucose levels were affected, reaching above 400 mg/dl for a few hours, and the device issued alerts for over 90 minutes. The patient used backup mdi therapy while disconnected to manage high blood glucose. No ketone testing was performed, and no professional medical intervention or additional assistance was required. The patient did not experience any immediate health effects. The patient also requested a replacement clip due to a broken one. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.